Manufacturer narrative:
.

Event description:
On (B)(6), 2013, the patient left a voicemail message in which she stated that she has never been more depressed in her entire life. The patient said that the physician "cranked in up on me" in reference to the vns and stated that she has been miserable since. The patient believes this is due to the physician and requested information on another physician to see. Additional information was received from the patient that she has experienced "terrible depression, suicidal thought" and syncope. Attempts for additional information are underway; however, no additional information has been provided.